Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please explain "while trying to fire the needle was pulling out of the device and suture was getting tangled in the device."?- what do you mean by- "needle was pulling out of the device" ? Did the needle separate from the suture strand during use? Or did the needle come out of cartridge unintentionally during use? Did the suturing device present with any issue? Is a cartridge in the instrument (yes, no). If so, is the needle present? If so, what is the needle's position? If so, does it pass through air? If so, does it pass through test media? Is the suture-needle cartridge in good condition? Is the suture/needle assembly present in the cartridge? Can the cartridge function properly when tested? When did the event occur? Pre-op- before use on patient? Or intra-op- during use on patient?

Event description:
It was reported that a patient underwent a hysterectomy procedure on (B)(6) 2018 and a suturing device was used. During the procedure, while trying to fire, the needle was pulling out of the device. The same device was used to complete the procedure. There were no adverse consequences for the patient. Additional information has been requested.

Manufacturer narrative:
Pc-(B)(4). This medwatch report 2210968-2018-76205 does not meet reportability criteria and has been updated from malfunction to not reportable.

Manufacturer narrative:
Pc-(B)(4). The analysis results found that the (B)(4) device was received with no damage in the external components. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled properly. Upon testing, the cartridge was load without any difficulties. No conclusion could be reached as to what may have caused the reported incident.